Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right atrial lead had dislodged post operation. The lead was explanted and replaced. No patient symptoms were reported. No further information was available.